Manufacturer narrative:
Retrospective review of complaint indicates correction MDR is needed. Initial MDR filed with incorrect establishment registration number ((B)(4)).

Event description:
Retrospective review of complaint indicates correction MDR is needed. Initial MDR filed with incorrect establishment registration number ((B)(4)).